Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient had presented to the clinic and their atrial lead exhibited increased thresholds. The patient had been known to manipulate, or twiddle, the lead. The lead was explanted and replaced.